Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted (B)(6) 2006.

Event description:
It was reported that the device was nearing elective replacement indicator. The physician was disappointed by the unexpected short longevity. The device was reprogrammed by reducing outputs for the right ventricular and left ventricular leads. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.